Event description:
The report received from the field indicated that during an interventional endovascular procedure, the maxi ld 14 x 4 balloon catheter would not inflate. The returned device was inspected and the balloon was noted to be separated. With follow-up investigation, it was indicated that the balloon did separate during the procedure and was successfully retrieved. Another balloon catheter was used to successfully treat the patient/target lesion. There was no additional information available regarding patient demographics, target lesion information, or procedural details. There was no reported patient injury.

Manufacturer narrative:
A non sterile maxi ld 7f 14mmx4cm, 80cm was received coiled and inside a bag. The balloon appears as if it had been inflated and deflated, half of the balloon was detached and this detached portion presents an axial burst. The remaining balloon on the shaft has a radial burst. The detached part of balloon includes the tip. The returned device presents residues of blood. No other anomaly was observed in the returned device. The leak test per specification was performed to review if the inflation section was blocked; however, leakage of the remaining balloon was observed. Cross section was not performed due to no obstruction being observed between the outer body and inner body. A scanning electron microscope analysis was performed on the balloon and the sample exhibited no evidence of external or internal surface damage; only wrinkled material was observed. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. No failure initiation site for either the radial and axial bursts could be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The returned device was confirmed for balloon burst, damage and separation; the cause could not be conclusively determined. Controls are in place to prevent defective balloons from leaving the facility. Based on the lack of information, no conclusion can be made regarding possible procedural/clinical factors that may have contributed to the event. Neither the product analysis nor the manufacturing records review indicates that the reported event or condition of the returned device is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.